Event description:
During a spinal procedure conducted at the user facility the accuracy of navigation was reported to have been inaccurate by 2mm to 4mm. A temporary rod was placed in the pedicle screws of t11 and t12 and final tightened and the procedure was completed. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No medical interventions, adverse consequences or clinically significant delays were associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Log files from the system were unavailable for evaluation.

Event description:
During a spinal procedure conducted at the user facility the accuracy of navigation was reported to have been inaccurate by 2mm to 4mm. A temporary rod was placed in the pedicle screws of t11 and t12 and final tightened and the procedure was completed. If a navigation system displays a tool in wrong position, it could cause permanent impairment of body function or permanent damage to a body structure. No medical interventions, adverse consequences or clinically significant delays were associated with the event.